Event description:
An update was received stating that the patient underwent a surgical procedure in which their internal pulse generator (ipg) was explanted and replaced due to end of life (eol).

Manufacturer narrative:
The event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient controller was unable to establish a session with the patient's ipg and therapy could not be delivered. Troubleshooting steps were taken, but none of them succeeded in establishing therapy.

Manufacturer narrative:
Correction h6: the results code should have been "design error" rather than "software problem identified." Correction h6: the conclusions code should have been "cause traced to device design" rather than "failure to follow instructions."

Manufacturer narrative:
The event date is estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.